Event description:
The account stated there was no audible tone from the bed when bed exit was activated.

Manufacturer narrative:
The technician determined that the speaker on the ppm/scale circuit board was not sounding. He replaced the ppm/scale circuit board to repair the bed.